Event description:
It was reported that 200 plates (2 cases) of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) are contaminated. No patient impact was reported. The following information was provided by the initial reporter: customer reported contamination. We have 2 cases (B)(4) of blood agar plates that are contaminated. I attached pictures of lot #, etc and the darkened plates that have pseudomonas-like bacteria. It looks like this is a manufacturer issue since the plates are still sealed. Can we get replacements? I need to get rid of the plates soon, so let me know if bd wants them back. No patient impact as contaminated plates have not been used, customer looking for replacement product

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2206283 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2206283 for contamination. Retention samples from batch 2206283 were not available for inspection. Twenty plates from batch 2206283 was returned as two opened sleeves shipped in a box with paper towel and cardboard padding. Plates were inspected and 8/20 plates had surface bacterial growth (time stamp 1059). One affected plate was submitted to the ID lab and pseudomonas gessardi was identified. Two photos also were received for investigation. One photo shows an opened plate with large surface colonies and sleeves with at least one plate that appears to have growth. The other photo features a carton label from batch 2206283 (carton number 0152) for batch verification. This complaint has been confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 200 plates (2 cases) of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) are contaminated. No patient impact was reported. The following information was provided by the initial reporter: customer reported contamination. We have 2 cases (200 plates) of blood agar plates that are contaminated. It looks like this is a manufacturer issue since the plates are still sealed. Can we get replacements? I need to get rid of the plates soon, so let me know if bd wants them back. No patient impact as contaminated plates have not been used, customer looking for replacement product.